Event description:
It was reported that the catheter was in use for routine obstetric use, and functioned normally. During removal of the catheter, resistance was encountered and the catheter separated. An x-ray revealed that several inches were retained. Surgery was performed to remove the retained catheter portion. There were no further complications.